Event description:
Caller reports that the customer tested 100mg/dl and 250mg/dl on the device within 5 mins. No adverse event was reported. Caller did not report that controls were used. Requested return of suspect device and replacement was sent.